Manufacturer narrative:
Date returned to manufacturer. Customer quality (cq) engineering investigation: a visual inspection under 5x magnification, dimensional inspection, device history record (DHR) review and drawing review were performed at cq for the returned device as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. The distal hex tip is broken as reported. The break is jagged and the sheared off tip fragment was not returned. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition. DHR review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Dimensional inspection of returned part: the distal hex tip inside diameter measured 2.97mm which is within specification of 2.9mm +0.1mm per cannulated hex shaft component drawing. The distal hex tip hex wall to wall width could not be measured at cq because the hex feature sheared off jaggedly at its base and was not returned. Screwdriver assembly drawing and cannulated hex shaft component drawing were reviewed during this investigation. No product design issues or discrepancies were observed. No new malfunctions were identified as a result of the investigation. Unable to determine a definitive root cause. It is possible that excessive force contributed to the returned 16+ year old cannulated screwdriver tip breaking. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. A service & repair evaluation/review was attempted; no service history review can be performed as part number 314.05 with lot number(s) 4306145 is a lot/batch controlled item. The service history review is unconfirmed. Please launch a device history record (DHR) review. Device history records review was conducted. The report indicates that the: DHR review part number: 314.05 synthes lot number: 4306145 supplier lot number: n/a release to warehouse date: 10-aug-2001 expiration date: n/a manufactured by synthes (B)(4). No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a 4 mm hex screwdriver tip was discovered to have a broken by a sales consultant while he was exploring the synthes storage unit in his area. The screw driver was discovered in the bottom of a cabinet. The sales consultant has no clue how or when the screw driver tip broke. There was no patient and or surgical involvement. This report involves 1 device. This report is 1 of 1 for (B)(4).